Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. I do not have a lot number as no one ever provided me with an ensure card. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started in (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure. Extreme hair loss, back pain, pelvic pain, loss of libido, night sweats, headaches, dizziness, sensitivity to chemicals I've always used, sensitivity to food I've eaten for years, I'm cold all the time even it it's 80 degrees in my house I am in layers and shivering, mood swings, memory loss, joint pain that was so bad when I was pregnant the second time while being on essure that my fingers would be stiff and had to pop to get them to move - the pain was extreme, I bruise easily now and sometimes have no idea where the bruise came from as I didn't hit anything - totally unexplainable, excess fatigue, I have gotten pregnant twice after having a confirmed hsg as positive of blockage, dry skin, my muscles twitch, my menstrual cycle is longer and much heavier and my cramps last after my menstrual cycle is finished. I have not been seen by any doctors as of yet but now that I am aware that this is the problem I will be seeing my dr. Next week to find out how to get this poison out of my body. The device is still inside of me as of today, (B)(6) 2015 but hopefully that will be taken care of soon and they will be removed!!